Manufacturer narrative:
The device was returned to olympus for evaluation. The reported problem was confirmed. The evaluation uncovered heavy deterioration, found all around the device, connector and scope detection board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no detection on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the endoscope being undetected could not be identified. However, it¿s likely the cause is related to wear and dirt inside the scope socket. Olympus will continue to monitor field performance for this device.